Event description:
The customer reported that the system failed to fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The table generator interface, the fiber optic cable, and the low voltage power supply in the generator were replaced. The system was then found to be operating as intended.